Event description:
It was reported that (1) device was used during a thoracoscopy. It was reported by the the rep that according to the surgeon, when the tlc75 stapler was taken out of the sterile package, the reload cartridge had fallen out. The scrub nurse put the cartridge back into the tlc75. When the tlc75 was fired by the surgeon, only half of the staples formed and half a cut line formed. This was the first firing of the tlc75. A new tlc75 device was used to complete the case. There was no consequence to the pt.